Event description:
It was reported the insulin pump alarmed motor error during a basal. Alarm kept reoccurring even after to do another bolus. Customer was advised the device need to be replaced. No further information reported.

Manufacturer narrative:
The insulin pump was received and it was stuck in a motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed functional tests. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.